Event description:
It was reported an unspecified quantity of healthcare professionals sustained an array of ¿head injuries¿ due to the height of the iled7 surgical light. In operating room #6 the ceiling is low, and this caused the height of the iled surgical light to be lower as well. Furthermore, the nurses and surgeons have sustained contusions and hematomas. One nurse is on ¿sick leave¿ after sustaining an unspecified ¿head injury¿ from the impact with the operating light. There was no alleged malfunction of the iled light. Additionally, the customer continued to use the alleged ¿low lights¿ post-installation, thus, use error cannot be excluded as a contributing factor to the injury. Furthermore, prevention of this type of event is outlined in the device instructions for use. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was evaluated onsite by a qualified technician. During visual inspection, the device was noted to be too low. The reported condition was verified. To rectify the situation the one arm will be replaced to raise the height of the light to prevent staff from hitting the light equipment. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.